Event description:
It was reported that during retrieval of a filter, the distal marker dislodged and moved up the sheath. As a result, the sheath was pushed through and past the filter during the removal attempt. The filter was successfully removed. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the dilator was fully inserted through the introducer sheath. Was able to remove the dilator from the introducer sheath with some resistance. Attempted to re-insert the dilator into the introducer sheath and met resistance at the band location. The dilator kinked while attempting to re-insert. An impression could be seen where the marker band had originally been swaged in place. The marker band exhibited marks that were consistent with the band having been swaged. Attempted tomove the marker band from its present position, with and without the dilator inserted, and was unable to achieve any movement. The result of the investigation was confirmed for marker band detachment and having moved up the introducer sheath, root cause unk. It is unk if procedural issues contributed to this event.